Event description:
It was reported to philips that the system did not boot up. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. He philips remote service engineer (rse) communicated with customer and found that system did not boot up correctly. Review of the system log file showed that it was caused by the software mistake solved in release 2.2.5 (cvprj00429945) another observation is that this system is not turned off for a long period. Rse suggested that the off button was stuck pressed in and customer was able to un-pressed, and system booted up properly. Rse asked customer to clean button to see if that was issue. If not, the customer will order a replacement module and repair it in house. The system was returned to use in good working order. The codes were updated based on the investigation outcome.